Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.5/+3.5/091 diopter, in the patient's right eye (od), on 08(B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was not exchanged for another lens due to the patient did not want a second operation.

Manufacturer narrative:
Device evaluation: product evaluation found lens returned in a micro centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. A lens work order search was performed. No similar complaint type events were found. (B)(4)

Manufacturer narrative:
A dimensional inspection was performed. The overall lens diameter was then found out of tolerance. The lens sn: (B)(4) was a 13.2mm implantable lens that is 0.27mm larger than the theoretical; the tolerance is +/-0.20mm. Since the work order search did not find additional similar errors to this complaint event, it can be concluded that the oos condition is not likely due to manufacturing or packaging. (B)(4)

Manufacturer narrative:
(B)(4)